Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv250 device ruptured during patient use. The device was infusing an unknown patient with 2 grams of meronem in 250 milliliters of nacl through a huber needle located at chest level when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
The user experienced issues with calcium quality control on the integra 400 serial number (B)(4). She performed calibration and quality control multiple times which were not successful. The user then replaced the calcium reagent pack and performed calibration and quality control which were successful. The user then repeated testing for all patient samples which had been tested since the previous successful calcium quality control. Of the patient samples retested, the user issued corrected reports for 11 patient samples. The results for 9 of the patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 9.6, repeat result was 8.4. Patient sample 2 initial result was 10.3 with a data flag, repeat result was 9.3. Patient sample 3 initial result was 11.0 with a data flag, repeat result was 9.4. Patient sample 4 initial result was 10.8 with a data flag, repeat result was 9.8. Patient sample 5 initial result was 11.0 with a data flag, repeat result was 9.9. Patient sample 6 initial result was 10.4 with a data flag, repeat result was 9.0. Patient sample 7 result was 11.3 with a data flag, repeat result was 9.5. Patient sample 8 initial result was 11.9 with a data flag, repeat result was 9.3. Patient sample 9 initial result was 11.1 with a data flag, repeat result was 9.7. All of the discrepant results were reported outside the laboratory. None of the patients were treated based on the high calcium results or adversely affected. The patient for sample 8 was redrawn and six additional tests were ordered as a result of the discrepant result. The physician cancelled all six tests when the corrected result was issued. The field service representative stated the user found the reagent cassette was bad. He noted the user replaced the reagent cassette and the controls were acceptable. He ran performance tests with acceptable results. The sex and dates of birth for patients 2 through 9 are documented in the attachment. All patient diagnosis, allergies and medications are documented in the attachment. Pages were removed from the attachment which were not relevant to the medwatch.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to a defective air in line printed circuit board. The pump head module was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause will be addressed through the CAPA investigation, (B)(4).

Manufacturer narrative:
(B)(4). Additional information: review of the device event history determined that the reported condition of occurred twice on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.

Event description:
The customer reported a colleague infusion pump which experienced failure code 810:11. It is unknown when or at what point in the process the reported condition was identified. No pateint injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.